Manufacturer narrative:
Revision occurred 6 months after the primary surgery due to dislocation of unknown cause. No actual, implied, or suspect link to fx product.

Event description:
Revision occurred approximately 6 months after the primary surgery, which occurred on (B)(6) 2025. No fall or other trauma reported. Revision occurred due to dislocation of unknown cause. A 32 mm + 3 humeral standard cup was explanted. This item was replaced with a 32 mm + 6 135/145* humeral stability cup.